Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads (from the same lot) for off-label use. On (B)(6) 2015, the patient underwent surgical intervention to replace an ipg that had reached end-of-life. During the procedure, both leads were tested and invalid impedance was found on one of the leads. Fluoroscopic imaging revealed the lead with invalid impedance had been cut. The lead was believed to be cut as a result of previous (unrelated) abdominal surgeries. As a result, the remaining portion of the cut lead was explanted. The remaining lead was connected to the replacement ipg and a port plug was placed in the unused header of the ipg. The patient will undergo further surgical intervention on a later date to have a replacement lead implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.